Event description:
It was reported that a patient with an interstim device was unable to adjust her stimulation. Upon testing her stimulation, both high and low impedances were found. The patient turned her device up all the way to 10 volts and still did not feel any stimulation. Technical services provided recommendations for reprogramming the device. Further information is being requested from the hcp.